Event description:
A pt was being scanned on the (B)(4) camera system. When the pt was exiting the phs (pt handling system), the operator was assisting the pt on the left side and the pt sat on the fov (field of view) guide with their right finger under the guide. The weight of the pt pressed down on the guide and the pressure fractured the pt's finger.

Manufacturer narrative:
Results: this injury occurred on the system before the system rec'd the (B)(4). Update. Conclusions: user error contributed to event in that the operator did not inform the pt about the flip up guides and did not ensure that the pt exited the system safely. The customer system will be updated with (B)(4), which replaces/updates the fov flip up guides.